Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot pedal continued to ablate. During an ablation procedure with a maestro 4000, the foot pedal continued ablating after the physician released his foot to stop therapy delivery. Therapy subsided when the maestro 4000 ablation controller button was pushed. The procedure was continued with this device. No patient harm nor patient complications occurred.

Manufacturer narrative:
Upn corrected from m004rh15000 to m004218500. Catalog/model # corrected from to rh1500 to 21850. (B)(4).

Event description:
It was reported that the foot pedal continued to ablate. During an ablation procedure with a maestro 4000, the foot pedal continued ablating after the physician released his foot to stop therapy delivery. Therapy subsided when the maestro 4000 ablation controller button was pushed. The procedure was continued with this device. No patient harm nor patient complications occurred.